Event description:
It was reported that the pta catheter could only be removed with great effort and deformation from the sheath. The catheter and the 6f sheath could not be used.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown.